Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the application took hours to reconnect to the pump. Troubleshooting was performed and advice the customer was to force close and re-launch the minimed mobile application; however the issue was not resolved. It was found that the customer was able to upload the diagnostic logs successfully. No harm requiring medical intervention was reported. The customer will continue the use of the application and will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using the smartphone android app: minimed mobile app (software version 1.3.2) installed on samsung galaxy s22+ (android version 13) with mmt-1884 780g pump (software version 6.7u.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4), version b. After conducting a thorough investigation, it was found a couple of cases of undefined error in the application logs. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Reset network settings: settings - general management - reset - reset network settings. 2. Long tap on mmm app icon - tap on small ""info"" icon in right top corner - battery - select ""unrestricted"" 3. Settings -> battery and device care -> battery -> more battery settings -> disable ""adaptive battery"" switch. 4. Settings - battery and device care - battery - background usage limits - never sleeping apps tap on the ""+"" icon in top right corner, find & select minimed mobile, tap on ""add"" button on bottom bar. 5. Settings battery and device care - battery, ""power saving"" switch to off medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.